Manufacturer narrative:
Reported event of clip failed to release from catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-01859 pertains to the first resolution clip device, manufacturer report # 3005099803-2014-01860 pertains to the second resolution clip device and manufacturer report # 3005099803-2014-01862 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date during the week of (B)(6) 2014. According to the complainant, during the procedure, the first clip failed to release from the catheter. A second clip was used but it was difficult to release from the catheter and then fell off the tissue. The third clip was able to grasp and lock onto tissue, but was difficult to release from the catheter. The procedure was completed with the third clip. No patient complications resulted from this event. The patient's condition following the procedure was reported as being fine.

Manufacturer narrative:
A visual examination of the returned device found the clip fully deployed and the clip assembly inside the over sheath. The prongs were locked in to the capsule. A kink was noted in the control wire. Based on the condition of the returned device, the reported failure could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-01859 pertains to the first resolution clip device, manufacturer report # 3005099803-2014-01860 pertains to the second resolution clip device and manufacturer report # 3005099803-2014-01862 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date during the week of (B)(4) 2014. According to the complainant, during the procedure, the first clip failed to release from the catheter. A second clip was used but it was difficult to release from the catheter and then fell off the tissue. The third clip was able to grasp and lock onto tissue, but was difficult to release from the catheter. The procedure was completed with the third clip. No patient complications resulted from this event. The patient's condition following the procedure was reported as being fine.